Event description:
Pt's husband brought the pt's glucometer and test strips to the outpatient pharmacy and informed the pharmacy tech that the meter wa giving erroneous readings. The tech referred the pt to the pharmacist at the consultation window. The pharmacist called the MFR and the company rep assisted the pharmacist with some trouble shooting steps and determined that the test strips might be the reason for the wrong readings but to be on the safe side the company will send a new meter and test strips to the pt. The rep also asked for the pt to return the old meter and her test strips to the company in the box that they provide for further investigation. Pt's meter and test strip info: meter serial number: (B)(4), test strips lot number: 1020214204, test strips expiration date: 07/31/2016.